Event description:
Per customer complaint found on the maude database, a patient with broncholitis in the intensive care unit was ordered to have ipv treatments. The phasitron 5 with caplug was used directly connected to the ett to administer nebulizing medication of albuterol and 3% of normal saline via ipv. The patient experienced cardiac arrest and bilateral pneumothorax.

Manufacturer narrative:
Percussionaire became aware of this event via maude database review in november of 2023. No internal documentation indicates percussionaire was made aware of this event at the time of occurrence. The maude report was submitted anonymously by the customer, with limited product information. Because of this, percussionaire was unable to complete a proper investigation and determine a root cause. It is noted in the maude report that the customer used device problem code: adverse event without identified device or use problem (2993). With this code, it can be assumed that event occurred due to patient condition. However, due to the patient experiencing severe adverse events, such as cardiac arrest and bilateral pneumothorax, after using the phasitron device this event is deemed reportable.a follow up MDR will be submitted if any additional information on this event becomes available.